Event description:
A customer reported an altitude alarm on their pump, which led to the suspension of insulin delivery. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to remove obstructions from the pump's speaker holes, clean them, and reset the pump by removing and reconnecting the cartridge. After following these instructions and waiting for five minutes, the customer successfully resumed insulin delivery, and the pump returned to normal operation without further issues.